Event description:
The device was used during a lap cholecystectomy procedure. Reportedly the specimen pouch disengaged into the patients cavity. The surgeon was able to retrieve the pouch without injury to the patient.